Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell, and the touchscreen became cracked and no longer functional. In addition, it was reported that the customer experienced elevated blood glucose levels (bg) reaching 600 mg/dl. Contact stated elevated bg's are due to going through puberty. Customer delivered a bolus to stabilize bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.